Manufacturer narrative:
The device remains implanted and will not be sent back to the manufacturer for evaluation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The device(s) listed in this report is (are) used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Thrombus and hypertension are known potential clinical adverse event associated with vads as outlined in the IFU. The device was not returned to the manufacturer for evaluation as it remained implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed low flow alarms. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; the investigation findings suggest that the known non-occlusive inflow cannula thrombus in conjunction with the patient's hypertension and evidence of outflow graft occlusion may have caused or contributed to the reported inadequate flow rate. It may be possible that there were some underlying health conditions that could have predisposed the patient to these events. With review of the available clinical data and the device history records, there is no indication of any device manufacturing or performance issues related to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 for hypertension which was causing low flows in the ventricular assist device (vad) pump. The patient was reported to have a known non-occlusive inflow cannula thrombus. On (B)(6) 2014, she underwent ramp echocardiogram study to optimize flows. The study was suggestive of outflow graft stenosis. The initial read of most recent cardiac computed tomography (CT) scan on (B)(6) 2014 was "patent outflow conduit" with no evidence for new thrombus or complication. This study was re-reviewed on (B)(6) 2014 and found to suggest a 40% stenosis of the outflow graft. Flows were adequate and the patient was asymptomatic, so she was discharged to home on (B)(6) 2014.